Manufacturer narrative:
The reported event was confirmed through functional testing and analysis of the event log of the thermogard xp ivtm console ((B)(4)). The root cause is due to shorted pin in the wire harness connection to the cooling engine. Upon visual inspection no physical damage was observed. Functional testing of the console revealed a tcmid02 (ce danfoss error) error message during initial power up. The event log review revealed tcmid: 02 (ce danfoss error) confirming the reported event. Upon replacement of the cable harness, the console was functionally tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During setup, the thermogard console ((B)(4)) displayed tcmid02 (ce danfoss error) error message upon power up. No patient involvement.